Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, a visual inspection was performed and found the sensor had a bent cannula; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor glucose value and blood glucose value were far off from one another. Blood glucose level at the time of the incident was 400 mg/dl. The customer also reported receiving calibration errors. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.